Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. It is stated in the contraindications section of the IFU: this device should not be used in tissues that have direct anatomic relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgical procedure on (B)(6) 2011 and absorbable tackers were used along with transoral fundoplication and endogastic solutions esophyx cartridge implant additionally due to paraesophageal hernia. It was reported that the patient underwent laparotomy for evaluation on (B)(6) 2011, along with emergency coronary bypass graft x1, and saphenous vein graft to the posterior descending artery due to perforation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic paraesophageal hiatal repair with biologic mesh on (B)(6) 2011 and absorbable tackers were used to fixate the mesh. The surgeon perforated the posterior descending coronary artery with a tacker while attempting to reinforce the diaphragm with the biologic mesh. The patient became hemodynamically unstable on (b)64 )2011 and experienced pericardiac tamponade as a result of the perforation of the coronary artery. He underwent an emergency surgery to address the vascular injury. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).